Manufacturer narrative:
The reported problem was confirmed. The proximate cause of the report of an accuracy issue was determined to be due to a third party bezel assembly. The proximate cause of the rear case issue was determined to be caused by a third party component.

Event description:
It was reported that device failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
H10: a review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed.there was no reported patient involvement. This device is used for therapeutic purposes.